Event description:
A malfunction alarm was reported, indicating malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on how to store the pump and arranged for a replacement pump to be shipped, while the customer was guided to use multiple daily injections as a backup therapy.